Event description:
Clinic notes were received indicating that the vns patient began experiencing an increase in seizures since (B)(6) 2014. The patient¿s device was tested during an office visit on (B)(6) 2014 and showed normal device function at the time. On (B)(6) 2014, the patient¿s device showed an ifi condition. The patient was referred for surgery, but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed approximately 1.3 years until neos = yes on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.